Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other event for the lot referenced.

Event description:
It was reported that during revision of restoration modular proximal body, the head and trunnion exhibited trunnionosis.

Event description:
It was reported that during revision of restoration modular proximal body, the head and trunnion exhibited trunnionosis.

Manufacturer narrative:
An event regarding wear involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: the inspection indicated dscratching was observed on the articulating surface of the head consistent with articulation against a hard object. On the inner taper of the head, damage consistent with interaction against the stem trunnion was observed. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the acetabular component is in nominal position and has 2 screws in situ. The hip is reduced. Based upon the minimal information available, no confirmation of the event description is possible nor is creating a report possible for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: a material analysis has been performed. The report concluded: damage on the taper of the head was consistent with fretting. Debris on the inner taper was consistent with an oxide, a corrosion product, biological material and material transfer from the stem. Eds showed that each component was consistent with their respective drawing. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.